Event description:
Reporter alleged the patient obtained the results of 71 mg/dl, 112 mg/dl and 114 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.